Event description:
Customer reported device = 400 mg/dl. Another device = 60 mg/dl. Two hours later, customer went to the hosp and had a panic attack. Hosp device = 180 mg/dl. Customer was given insulin and remained in the hosp overnight. The next day their device = 250 mg/dl. No controls used. A request was made for return product and replacement product was sent.